Event description:
Intravenous fluids were to be hung. The tubing was obtained along with a bag of normal saline to prime the tubing. The saline was spiked and we began to prime the tubing. The drip chamber filled up ok but we could not get the saline to flow past the drip chamber. All clamps were checked and opened. The flow was obstructed somehow and we ultimately had to obtain another set.